Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having issues with the sensors. The customer stated that she was in the emergency room for five hours due to high blood glucose of 420mg/dl and ketones. The caller stated that she ran out of insulin and supplies as she was not at home overnight. The customer was treated with an insulin drip. The customer requested assistance linking to the sensor. No further information was provided.